Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring, greater than 150 ohms. Technical servies discussed possible causes and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.